Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, in the united states of america, of peritonitis in a patient. The report of peritonitis coincided with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn for a few months and the patient had his catheter removed due to the peritonitis. During a call with baxter customer service, it was reported that on an unknown date, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On an unknown date, the patient was discharged from the hospital. The patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891804 and gd891770 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.